Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov1120165 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120165 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undertermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). Result didn't develop normally.